Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4. During preparation of the clip delivery system (cds), when the gripper was lowered, it appeared slightly distorted and was exposed slightly outside the clip arm when the clip was tightened. The gripper had a natural look and had an impression of coming out of the arm a little. The device was not used and a new cds was prepped for the procedure. When the steerable guide catheter (sgc) entered the left atrium, there appeared to be a blood clot. It was attempted to aspirate the clot but was unsuccessful. The physician commented that it may be septal tissue. The new clip was advanced to the mitral valve and implanted and mr reduced to 1-2. There were no reported adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar complaints from the reported lot. Based on the limited information available and without the device to analyze, a cause for the reported difficult to open or close (gripper actuation ¿ both) and for product quality problem (irregular appearance) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4. During preparation of the clip delivery system (cds), when the gripper was lowered, it appeared slightly distorted and was exposed slightly outside the clip arm when the clip was tightened. The gripper has a natural look and has an impression of coming out of the arm a little. The device was not used and a new cds was prepped for the procedure. When the steerable guide catheter (sgc) entered the left atrium, there appeared to be a blood clot. It was attempted to aspirate the clot but was unsuccessful. The physician commented that it may be septal tissue. The new clip was advanced to the mitral valve and implanted and mr reduced to 1-2. There were no reported adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided. Subsequent to the initially filed report the following information was provided: the grippers were not able to lower or raise as intended during prep. No additional information was provided.